Event description:
Inflammation and severe pain of vaginal wall at site of repair using vicryl 3.0 suture. Reaction to vicryl polymer or triclosan coating. Treated with lidocaine injection and toradol, long course of ibuprofen. Severe impairment of activities of daily living including care of (B)(6) child and mobility and sexual function. Prolonged leave from work due to disability. To complete this form, I was forced to check all the boxes above in #1. Dates of use: (B)(6) 2011. Reason for use: second degree laceration.